Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient reported went home and woke up and noticed blood on the bed. She did not know where the blood came from. The patient thought she was told she was supposed to feel stim. She was at 1.4 v. Patient stated she does not feel stim while therapy was on. The patient increased stim to 2.9 v and stated she felt stim in rectum area and before she felt it in vaginal area. The patient confirmed she was getting therapeutic effect. She stated she drank a lot of fluid when she came home because she was parched and only partially wet one diaper which was astronomical because before she would have gone through a 12 pack. Patient then turned stim down to 1.5 v and stated she felt it in between rectum and vaginal area which was not where she felt it right after surgery. The patient therapy/symptom was noted as sudden. Additional information received 2 days later indicated that patient reviewed she has had foot swelling prior to the trial, but the current swelling was worse than it was ever been. Patient reviewed her feet are huge and her toes hurt to step on them. Patient declined stating she does not think it was related and does not want to stop the trial. Patient was unable to urinate all day then patient wet/leaked at night. Patient confirmed swelling began yesterday and even though she was drinking water she was retaining it.